Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for use in treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that after selecting a bur during a case, it would crash, presenting an internal error on the case information screen. A review of log files and system files was performed. The reported problem was confirmed. Investigation of the system files found that the handpiecesettings.json file was corrupted. After correcting the file, the system was able to function properly. The most likely cause of the reported issue seems to be that the handpiecesettings.json file failed to properly close when data from a new handpiece was being written to it. This resulted in an incomplete data log and prevented the console from reading from or writing to the file. This is related to a known software defect which is currently unresolved. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: d9, h8.

Event description:
It was reported that during set-up for a tka, when trying to advance after selecting which burr size in order to calibrate, the screen goes completely black. The real intelligence cori is now unusable. The rep tried adding a new surgeon profile and starting a new case, as well as shutting down the entire thing and trying to start over, however, the screen remained black when trying to advance. A drill diagnostic was ran as well and the drill passed. Surgery was performed, without any delay, using manual instrumentation. As this happened before, patient was not yet involved.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.